Event description:
A email was received regarding sokinox device sk30350. During a safety check of the device while on a patient, the rt attempted to check the functioning of the manual ventilation (backup system) component when the lever/button popped out of the device. The rt was not able to place the lever back into the socket nor was the backup system able to be activated. (The device mentioned is approved for use in canada, not the USA. We do however have a device that is similar in design for the same purpose that is approved for use in the USA.)

Manufacturer narrative:
The unit was received on 22 may 2025 with the switch on the back-up module not locked on its support, it was otherwise in good condition as received. The technician was able to resecure the switch to its support. The unit passed all release criteria.